Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that there is a speaker malfunction and no sound at all from the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio due to a speaker malfunction. The speaker was replaced.